Event description:
It was reported that approximately 34 months post implant of a bifurcated device and a suprarenal aortic extension the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak. The physician decided to correct the endoleak by implanting another bifurcated device. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event of a type iiib has been confirmed. The reported stent fracture could not be verified. The provided still photo depicted, most likely, an abducted lateral "slider" strut. The devices remained in the patient. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, cautionary product use conditions that might have contributed to this event included: the patient's use of anticoagulation therapy might have contributed to this complaint due to the reduced ability to form therapeutic thrombus.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.